Event description:
Evar performed on the (B)(6) 2013. The last angiogram showed good flow through the ipsilateral leg and the distal extender. Following the procedure, the pt had two days of buttock pain and no palpable pulse to the right foot. A CT scan on (B)(6) 2013, showed complete occlusion of ipsilateral right limb below the level of the socket. The pt has collateral flow so there run off into the right foot. The clinician's will continue to f/u the pt and there is no plan to intervene.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no info to suggest that the device has not met the final release criteria. In this case, the 20mm diameter distal extender used to extend the ipsilateral leg landed in the proximal right common iliac artery that measures 11mm in diameter. This is too oversized for this diameter of vessel and despite there being apparent good flow on the post evar angiogram, the proximal section of the distal extender has occluded.